Event description:
Pt had a left total knee revision on (B)(6) 2003. An x-ray was taken post-op and a tibial fracture was noted. Pt returned to the operating room on (B)(6) 2003 for repair of the fracture. When the initial dressing was removed, a red, raw area on the anterior tibia was formed. It was an osteo to cutaneous burn. Multiple surgeries have been down to treat this injury including a muscle flap.